Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The 75% stenosed, 25mm in length, eccentric and de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 3.00x28mm promus element plus drug-eluting stent was advanced for treatment; however, resistance was encountered and dissection was noted near the proximal rca before the lesion. The device was removed and the procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.